Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose from (B)(6) 2019 with unknown blood glucose. The customer¿s blood glucose at the time of incident was 589 mg/dl. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did allege insulin pump was under delivering. Customer reported that insulin exited at the quick release. The customer stated that the insulin pump had insulin flow block alarm. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.